Event description:
The explanted generator and lead were returned to the manufacturer for analysis. Product analysis was completed for the generator. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed for the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The funeral home indicated that the cause of death was respiratory failure, liver failure, and (B)(6), with a secondary cause of diabetes. The relationship between the patient¿s death and vns is unknown. The patient¿s device was explanted but it has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.